Event description:
During the procedure the occlusion balloon moved forward and deflated. The physician inserted the occlusion balloon in an attempt to size the vesse. The physician had difficulty passing the lesion site. The physician inflated the occlusion balloon and the occlusion balloon and the occulusion balloon moved forward accidentally and deflated. The device was removed and replaced with another to complete the case.